Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head won't stay on the toothbrush and come off into mouth-oral b power toothbrush [device breakage]. Case narrative: the consumer reported over phone that the head won't stay on the toothbrush and come off into mouth when brushing. No injury was reported.

Manufacturer narrative:
08-jan-2026: complained product received - user handling was identified as root cause for the complaint.

Event description:
Head won't stay on the toothbrush and come off into mouth-oral b power toothbrush [device breakage]. Case narrative: the consumer reported over phone that the head won't stay on the toothbrush and come off into mouth when brushing. No injury was reported. 08-jan-2026: product investigation results: oral-b toothbrush (suspect) and oral-b refills (concomitant) were investigated. The driving shaft of oral-b toothbrush was broken at notch. Cause of failure was consumer related (effect of force). Oral-b refills was a counterfeit product. Based on investigation for oral-b toothbrush "no manufacturing cause" and "no design issue" was identified.